Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device is getting ECG malfunctioning error. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective measurement module ECG. Device is working fine as per manufacturer's specifications after the replacement of defective measurement module ECG. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.